Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the ultrasound gastrovideoscope exhibited foreign material exiting from the air/water nozzle. The issue occurred during preparation before use inspection for an unspecified procedure. The intended procedure was completed with another similar device. There were no reports of delays. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
A recent evaluation of the device was performed, olympus confirmed foreign bodies in the space around the acoustic lens, foreign bodies in the distal end and near the forceps table (wires). From the results of the investigation, it is not possible to establish the root cause. However, based on the observed phenomenon where the insufflation water nozzle was presumed to be involved, and the images obtained from the inspection, it was considered that the attached substance was likely blood due to the similarity in color. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. In addition, the following reportable malfunctions was found during the device evaluation: blood is attached to the groove. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that blood drooped from the place which was supposed to be insufflation water nozzle occurred due to an injury to the air/water valve (maj-1444) packing, which caused the pressure difference between the body cavity and the outside air to flow into the insufflation channel. It is also likely that the blood is attached to the groove occurred as a result of flowing out from the air-insufflation pipeline. The event can be detected and prevented by handling the device in accordance with the following content of the instructions for use regarding air/water cleaning adaptor: handling manual chapter 7 cleaning, disinfection, and sterilization procedures 7.3 bedside cleaning. Instruction manual chapter 3 preparation and inspection 3.6 inspection of combinational functions with related equipment inspection of the insufflation function in case of severe contamination of cleaning, disinfection, or sterilization procedures in chapter 7 of the instructions for use or failure to clean immediately after each case olympus will continue to monitor field performance for this device.